Manufacturer narrative:
Manufacturer reference number: (B)(4). Patient information not provided. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter: during a lap gastric bypass, the fabric ripped away from the instrument when closing the device. Current patient status: fine. It happened before it was inserted into the patient so they inserted a new one.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo paddle retract 12mm instrument opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The blue cloth was disengaged from the metal frame of the device. The metal frame and tubing were damaged. The device was received inserted through a port. Engineering determined that it can be concluded that this unit is consistent with a unit that received an excessive force and the tube was broken during usage. The instrument was connected to pmv equipment and registered a mechanical fault. The instrument was disassembled. A crack in the proximal portion of the probe shaft was found. Based on these observations, the cause of the mechanical fault was determined to be the crack in the probe. Visual and functional testing of the returned sample confirmed the product did not meet quality specifications due to the damaged tubing and disengaged cloth. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed damage may be a result of excessive manipulation of the device. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter.